Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report an external ram crc error, an after battery change alarm, and several displayable history crc check failed on startup alarms. The customers' blood glucose level was unknown. The product was not returned for analysis.